Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users were not able to login. A technical support specialist (tss) dialed into the app server and confirmed that users were unable to log in due to authentication issues. After accessing the production database (db) server, found the e: drive nearly 98% full, which was identified as the root cause. Autogrowth settings and maximum file size were verified as unchanged, and the last database backup for user databases had failed. Further investigation revealed that a bloated database on the es server, which logs all login activities, was causing login failures. According to the bd pyxis es system deployment guide (v1.7), the current configuration did not meet bd specifications for the hospital environment. For such deployments, the e: [log] drive should be significantly larger than 800 gb, based on bd guidelines. After that the tss dialed back into the db server and confirmed that the e: drive had normalized. Then contacted the customer to verify and then confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were not able to login to any station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.